Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s battery was overdischarged and couldn¿t be trickle charged. The rep tried to trickle charge twice, 60 minutes each time. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member, patient, and manufacturer representative (rep) regarding the patient's implantable neurostimulator (ins) for spinal pain and radiculopathy. Information was reported that the patient indicated their rechargeable ins is not working, but the non-rechargeable ins is. The patient said after the non-rechargeable ins was put in, the "pain went away" and is working. The caller said the patient stated his rechargeable ins "does not work at all" and he is in pain. The last time the patient successfully recharged was 3-4 months ago. He tried to charge about a month after that, but was not able to. The patient met with a manufacturer representative (rep) who stated the ins was overdischarged. The rep also tried to interrogate the ins, but couldn't keep, and kept getting sign battery not found. The patient thinks this was the second time. The rep performed a trickle charge twice without results, and they weren't able to restart the battery. No further complications were reported. No additional patient symptoms were reported.